Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised to address pain, metallosis and increased level of metal ions. Operative notes reported of metallosis with black staining of the soft tissue in the hip joint. There was osteolysis on the anterior inferior aspect of the acetabulum. There was quite a bit of inflammatory tissue around the head. The femoral component was well fixed and the acetabulum was revised to a new cup after bone grafting. Upon removal of the cup, there was a large osteolytic defect in the inferior portion of the acetabulum. Doi: (B)(6) 2008; dor: (B)(6) 2018 (left hip).